Event description:
A health care facility reported that a nurse was checking blood glucose on her patient's using meter. It is reported she obtained readings of 522mg/dl at 16:00 and 245mg/dl at 22:00 for patient (a). It is also reported she obtained readings of 151mg/dl at 18:00 and 322mg/dl at 22:00 for patient (b). According to the report, the nurse implemented departmental protocol and treated both patients with insulin (units given unknown). It is reported that during "6o'clock rounds" she discovered both patients in a "hypoglycemic coma". It is unknown if these rounds occurred in the am or pm. The report also states that a crash team physician brought both patients out the coma, however, no specific treatment or diagnosis was reported. There was no report of death or permanent impairment associated with either patient for the reported medical events.

Manufacturer narrative:
None of the reported readings were found in the meter's log. This is an initial report. The product has been returned for investigation and a final report will be submitted when the investigation is complete.